Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, review of the pump data indicated the pump battery gauge dropped from 90% battery life to 5% while the pump was plugged into a power source. It was indicated that the customer would continue to use the pump until the replacement arrives.